Manufacturer narrative:
The customer collects bhcg samples in 13x75mm lithium heparin plasma tubes. All three levels of bhcg qc have been within the customer's established ranges. A routine system check was performed on (B)(6) 2010 which passed within instrument specifications. The customer performed a precision test using the patient's sample and experienced imprecision across all three pipettors tested. A field service engineer (fse) was dispatched: the fse inspected the instrument and found the rotor ad valve on precision pump #3 was rusty. The fse also noted that the upper spring on precision pump #3 was old and needed to be replaced. The fse replaced all affected parts and verified reagent probe alignments, pipettor matching, low volume pipettor matching and calibrated pressure sensors; no issues were noted. Although some hardware issues were addressed, a definitive root cause has not been determined to date for this event.

Event description:
A customer contacted beckman coulter inc., (bci) regarding erratic total bhcg (tbhcg) results within different gestational categories generated by the unicel dxi 800 access immunoassay system for one patient. Subsequent testing on this and on an alternate instrument produced results within a lower gestational category. The results were not reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.